Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to a low blood glucose (bg) level of 20 mg/dl. Customer's husband subsequently called an ambulance; when emergency medical technicians arrived, they provided customer with glucagon to address low bg. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, customer reverted to an alternate method of insulin therapy.